Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During aspiration, upon catheter introduction, air was noted. The catheter was removed, and additional aspiration was performed, at this point there was no issues. When catheter was reintroduced, and another aspiration was performed, the air was noted again. The sheath was replaced, and it resolved the issue. The procedure was completed successfully without patient complications. The device is not expected to return for laboratory analysis as it was disposed.